Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction, urge incontinence, gastrointestinal/pelvic floor, urinary dysfunction/sacral nerve stim. The reason for the call was the patient stated they were in a car accident on may 14th and ended up fracturing a vertebrae and the device has not been working correctly since then. The patient stated they had been making adjustments to their settings daily but it was still not working. The patient confirmed they had tried all 7 programs. The patient was redirected to their healthcare provider (hcp) to further address the issue.